Event description:
It was reported that a patient underwent a small incision coronary artery bypass surgery on (B)(6) 2025 and suture was used. At 12:00, the doctor performed surgery on the patient. During the operation, the wound was sutured with suture, but the suture suddenly broke without significant external force and needed to be re stitched. This situation may affect the accuracy of wound alignment and pose a risk of poor closure. The doctor replaced other suture to close the wound. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 9/26/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: were there patient consequences? If yes, please explain. Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.